Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During placement, adequate ventilation could not be established. The doctor made a second attempt and still was unable to establish adequate ventilation. Doctor believes that the product was at fault.